Event description:
It was reported that an arteriotomy closure of the moderately tortuous, heavily calcified and scarred right common femoral artery was attempted using a proglide device after a renal denervation procedure. Reportedly, an angiogram was performed and the case was stopped due to the amount of calcium present in the vessels. Following deployment of the proglide device the physician was unable to remove the closure device from the patient. The physician used excessive force to try to remove the device from the artery. The proglide then broke into three pieces. The patient was taken into theatres for a surgical cut-down to remove the left over pieces. Hemostasis was achieved surgically. The patient was reported as doing fine. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a femoral angiogram was not performed and excessive force was used to remove the device from the artery. The proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the access site. The IFU also states: excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Femoral angiogram not taken. The proglide instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Excessive force. The device instructions for use indicate under device placement: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.